Manufacturer narrative:
The exact age of the patient is unknown. However, the patient was reported to be over the age of 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Examination of the returned device revealed the basket tip was detached and was not returned. The handle cannula was bent upward and broken. It appears the user applied more force to the device than was required to verify smooth movement of the basket, prior to use, causing the tip to detach and cannula to fail. The issue was noted during preparation and outside the patient. Therefore, the most probable root cause is "handling damage". A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an ercp procedure. According to the complainant, during preparation, the wire inside the handle kinked and broke. The device was not used on the patient. The procedure was completed with another trapezoid rx lithotripter compatable basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an ercp procedure. According to the complainant, during preparation, the wire inside the handle kinked and broke. The device was not used on the patient. The procedure was completed with another trapezoid rx lithotripter compatable basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.